Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was 45 mg/dl. Customer¿s current blood glucose was 101 mg/dl. Customer¿s blood glucose was treated with food. The customer did not experience any symptoms such as a result of low blood glucose. Troubleshooting was done for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of low blood glucose event. The insulin pump will not be returned for analysis.